Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was admitted to the hospital and that there dose was adjusted.